Manufacturer narrative:
Date of event: estimated since unknown.

Event description:
It was reported that thrombosis occurred. It was reported that a left atrial appendage closure procedure was performed and the patient was implanted with a watchman flx laa closure device. The patient returned to the hospital on june 7 and was diagnosed with cholecystitis. Emergent surgery to remove the gallbladder was performed. The 45 day follow-up transesophageal echocardiogram (tee) of the watchman flx device revealed thrombus on the face of the device. Lovenox injections were started short-term and coumadin was continued. The patient had another follow up on july 29th and was doing well. The patient passed away on monday, august 1 unrelated to the watchman flx device. The patient fell and hit their abdomen on a counter and sustained internal bleeding that led to their death. The implanting physician ruled out the thrombosis as a potential cause of death.